Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8598, serial# (B)(4), implanted: (B)(6) 2005, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient who was receiving dilaudid (hydromorphone) (20.0 mg/ml at 15.401 mg/day) via an implantable pump for non-malignant pain, other chronic/intractable pain (trunk/limbs), and other non-malignant pain. It was reported that the device was explanted due to normal battery depletion and the catheter was also revised on (B)(6) 2015. Actions taken and the event status were unknown. Additional information was received. The catheter was explanted and replaced due to normal battery depletion. Additional information was received. Pre-operatively, it was noted that there could be a potential catheter malfunction. Prior testing done to the catheter ¿ruled out negative¿ for granuloma. The catheter was revised electively due to existing surgery for pump replacement. Additional information was received. During the pump replacement procedure, the hcp noted fibrotic and granulation tissue at the con nector site between the pump and the extension. The hcp also discovered catheter leakage. The device diagnosis was catheter leakage. Interventions included revising the proximal portion of the catheter. The 10 cm of the existing extension catheter was resected and replaced with the same length new proximal catheter segment. The event was possibly related to the device/therapy, specifically the lumbar/pump portion of the catheter. The event was unlikely related to the implant procedure.

Event description:
Additional information was received reporting the leak at the pump connection site was likely due to a poor connection between the pump and catheter - no holes or kinks in the extension catheter were noted.

Event description:
Additional information received from a healthcare provider via a clinical study reported fibrotic and granulation tissue developed because compounded medicines had leaked into the pocket, due to a poor connection between the pump catheter segment and the pump.